Event description:
Abbott freestyle libre3 plus cgm sensor lot t60003610 sn (B)(6) gave consistently inaccurate low readings then failed its own internal self-test, giving a "replace sensor" message at day 14 of its supposed 15 day life. Abbott required return of the sensor and provided a replacement.